Event description:
This case was reported by a consumer and described the occurrence of muscle neuropathy in a (B)(6) female pt who rec'd super poligrip free denture adhesive cream (formulation (B)(4)) and super poligrip extra care with poliseal (formulation (B)(4)) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date(s), the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced muscle neuropathy and fibromyalgia. The pt stated that due to these conditions, her legs gave way and she fell down a flight of stairs causing her to break bones on the right side of her face, and smash her nose. The pt was hospitalized for 5 days. The pt was found to have arsenic poisoning. The pt also developed neck pain. Treatment with super poligrip was discontinued. At the time of reporting, the events had improved. The purpose of this call was to inquire about the media info related to super poligrip. Follow up info rec'd via phone on 30, march 2010: the pt reported that she had been using the super poligrip extra care since (B)(6) 2002. Pt reported that she was having loss of muscle and muscle strength in her legs and hands. She reported that she was unable to write and had no use of her hand and back and had fibromyalgia and nerve damage in her legs and back but the nerve damage was from a previous incident. Pt reported that her feet hurt and she could not stand and could not lift anything. The pt reported that in (B)(6) 2006, that her knees gave in and she fell down a flight of stairs and she broke her jaw and 17 bones in her right face and smashed her nose, had a concussion and was unconscious. She also reported that at this, time her gums were irritated. Following the fall, the pt was admitted to the hosp on (B)(6) 2006 and underwent diagnostic testing including magnetic resonance imaging, computed tomography scans, "nerve test and everything done" (specifics not provided). The pt was treated with medications but refused to provide the names at this time. Pt also reported that she has had loss of memory and arsenic poisoning but did say the poisoning was after the fall. She also experienced severe psoriasis triggered from the fall on her hands and feet and that the palms of her hands and feet were bleeding at one point. Superpoligrip is manufactured in (B)(4). The lot number for super poligrip free is known, while the lot number for super poligrip extra care with poliseal is unk. It is unk whether the products will be returned for quality assurance testing. (B)(4).